Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges that the plaintiff experienced weakness elevated levels of cobalt and chromium in his blood and pain in the areas of plaintiff left tha. Doi: (B)(6) 2005, dor: (B)(6) 2018, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.